Event description:
During remote monitoring, a diagnostic anomaly occurred in which the device incorrectly labeled events as atrial fibrillation. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
During remote monitoring, episodes of oversensing were observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported complaint of false af episodes was confirmed. These false af episodes were triggered due to frequent pacs and algorithm limitation in jot dx. No device malfunction was found.